Event description:
A caller reported a cartridge alarm 30, which did not adversely impact the customer's blood glucose level. Although the issue did not occur during the load process and no previous cartridge alarm 30 was reported with this pump, alarms with consecutive cartridges were confirmed. Technical support took corrective action by deciding to replace the pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.